Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had critical pump error. The customer¿s blood glucose level was 97 mg/dl at the time of incident. Customer stated that the delivery was stopped, customer ran self test. Customer also reported that the insulin pump was running slow and calibrations were slow. Customer stated that they were swimming and got red light. Customer stated that the insulin pump received open book image on screen. Customer stated that the insulin pump received broken force sensor alarm before the open book image was displayed on the screen. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and was recommended to refer back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with critical pump error and pump error 35 due to moisture damage to force sensor. Device received with corroded electronic assemblies and corroded motor home switch. Device unable to perform displacement test, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to critical pump error.